Event description:
Info received indicates the pump is not stopping when the food is gone and continues to pump air.

Manufacturer narrative:
All alarms performed according to specs. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.